Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: yes some of the staples were malformed. The staple line was complete, but toward the middle of the staple line the staples did not come out straight. Yes, the cut line appeared complete. The drain was not planned, the surgeons added the drain because they had some additional bleeding from the staple line that they typically do not see. I do not have any information about post op care, but can follow up if needed. Yes, one seamguard was used on the staple line that was malformed and uneven. No, the forces were normal. Additional information was requested and the following was obtained: the drain was placed as preventative care, because of the bleeding the surgeons saw along the staple lines. The staple lines were not parallel, and in some cases were overlapping. The surgeons were unhappy with some of the subsequent firings that produced some bleeding as well. The surgeon indicated the patient's drain was removed as planned and the patient did not experience any post operative complications. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photo was received and based on the photographic evidence, it is believed that the inner two rows of staples on patient side did not deploy in proper alignment with the anvil pockets and supports the complication described in the event description. However, the photographs do not provide evidence relative to what may have caused the staple line disruption along the inner two rows.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the first firing with a green reload, the staple line did not come out straight. Many staples were overlapping and uneven. The surgeon continued and subsequent firings were uneven as well. The surgeon reinforced the staple line with sutures, imbricated the staple line, added drain and completed the case.